Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient had blurry vision. The lens was also noted to be decentered. One month after initial implantation, the lens was exchanged for another lens of different model/power. The patient's prognosis is good. Additional information was requested.